Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical product: refobacin bone cement r 2x40-3 item# 3003940002-3, lot# 535abb1601 articular surface fixed bearing posterior stabilized (ps) right, item# 42522400510, lot# 63680712 all poly patella cemented item# 42540000029, lot# 63583518, tibia cemented 5 degree stemmed right item# 42532006702, lot# 63772912. The reported event was confirmed by review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified no intra-operative complication noted. The patient was revised for a metallic reaction. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. The root cause of the reported event is due to patient condition as the patient having an allergic reaction to cobalt and chrome. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2019-00176. Medical products: tibia cemented 5 degree stemmed right size d, item # 42532006702, lot # 63772912. Refobacin bone cement r 2x40-3, item # 3003940002-3, lot # 535abb1601. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the patient was revised due to an allergic reaction to cobalt, chrome, and cement. No further treatment or intervention noted. There is no additional information at this time.